Manufacturer narrative:
The intraocular lens sample was returned to manufacturer for evaluation. Visual inspection under microscope showed the lens was cut in half and both halves were glued on each other with what appeared to be ovd (ophthalmic viscosurgical device) residues. The lens was also observed with surface particles. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Due to the damaged condition of the return sample, no further product testing could be performed. A manufacturing record review was performed; no deviation was identified or non-conformance report (ncr) was generated during the manufacturing process. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction and specifications. During the manufacturing record review for this serial number, no deviation or assignable cause was identified. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure as the patient was unable to tolerate myopia. The goal was plano and reportedly got -2.00. The lens was replaced with the same model lens, a 16.5 diopter. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.